Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported the patient could not feel the vibration at 2.7v and on (B)(6) 2016 when they got out of bed and stood up straight, the stimulation was very painful and something was pulling very tight down there. The patient stated they decreased stimulation to 1.2v and the pain went away, but was not sure what to do. If additional information is received, a follow-up report will be submitted.